Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen at an unknown dosage and concentration via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump logs showed that the pump stalled on 2025-aug-28. The hcp stated that the patient did not have magnetic resonance imaging (MRI) and was just at home. The hcp stated the pump stalled for 10 minutes and then recovered. The hcp stated the patient did not recall hearing an alarm, but there was an alarm listed in the pump logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.